Manufacturer narrative:
No technical inquiries were received from the customer. One opened phaco emulsification tip (phaco tip) was received for the report. The returned sample was visually inspected and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos was reviewed by the manufacturing site. Photo1, shows phaco with bent tip and the photo 2, shows a pak label, the reported product and lot information is confirmed reported issue confirmed from photo 1. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the attached photo confirms the phaco tip was crooked, as noted by the customer. However, based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned samples was conforming for visual testing. No further investigation or manufacturing actions are warranted at this time due to that the returned samples met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the phaco emulsification tip (phaco tip) was crooked and it was noticed while putting on the tip before cataract surgery (without intra ocular lens implantation). The surgery was completed with the tip on, without any complications. There was no patient contact with suspect product. This report pertains to the fifth of six patients involved, out of a total of thirteen patients from the same facility.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report, therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. The photo 1, shows a pack label, the reported product and lot information is confirmed and photo 2, shows phaco with bent tip. Reported issue confirmed from photo 2. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the photo confirms the reported issue, as noted by the customer. Based on the evaluation of the information, since the sample was not received at the manufacturing site, how and when the balance phaco emulsification tip (phaco tip) was bent and deformed was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).